Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not cycling. A replacement surgery was performed in which a hole was identified in the right cylinder causing the device to lose saline. While removing the device an injury to the patient's urethra was noticed. During the procedure a new reservoir was placed, the pump and cylinders will be implanted once the urethra has healed with a catheter in place. It was also mentioned that the cause for the cylinder perforation was unknown. The patient did not experience any further complications. It was further reported that the patient experienced inflation issues leading to the procedure. It was unknown when did the perforation occurred however the suspected reason for it was a needle stick. During the procedure an urethral tear was noticed but the cause of the injury was unknown. The patient was said to be doing well following the procedure.